Event description:
A report was received that the patient will undergo a revision for an unknown reason.

Event description:
A report was received that the patient will undergo a revision for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was experiencing pain at the battery site. The patient underwent a revision wherein the ipg was relocated. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial/lot#: (B)(4)/359936, description: linear st lead, 50cm.